Event description:
Same case as MDR ID 2134265-2013-02754, 2134265-2013-02755. It was reported that during intravascular ultrasound procedure, pullback failure occured. While using the ilab ultrasound imaging system, the physician was unable to perform automatic pullback. Manual pullback was then performed and was successful. The procedure was completed with a different device. No patient complications reported and the patient is fine.

Manufacturer narrative:
Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).